Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the reprocessing, endoscope reprocessor exhibited foreign material. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, once the drain hose was replaced, the issue was resolved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.